Event description:
One twist drill had a "wobble" when tested in air. The second twist drill broke when tested. This event did not result in any adverse consequence for the pt.

Manufacturer narrative:
Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded at the hospital.